Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a device used in spinal therapy. It was reported that when loading and unloading an implant onto the implant holder, inserter prongs had held extremely snug on the implant and did not disengage, preventing easy insertion. There was no patient involved. Additional information was received that there was no malfunction with the implant. These inserters are used for anterior cervical discectomy and fusion.

Manufacturer narrative:
E1: initial reporter details are unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.